Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately five months after the ICD and left ventricular lead were implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted the defibrillation conductor was cut, the proximal conductor was cut, the outer tubing overlay was kinked/buckled and had cosmetic environmental stress cracking, there was environmental stress cracking breach/breach (non-electrical) of the outer tubing, the outer insulation and outer tubing overlay were breached cut, there was cosmetic depression of the outer insulation, blood in/on the helix/lobe mechanism and apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted all conductors were distorted, the outer insulation was breached cut and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor was distorted and cut, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and had cosmetic depression, there was blood in/on the helix/lobe mechanism and apparent explant damage.